Manufacturer narrative:
The adverse event is filed under ais reference no. (B)(4). Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The adverse event is filed under ais reference no. (B)(4). Additional information: b5 - description updated. B7 - patient medical history.

Event description:
Update: there had been postoperative stiffness in 2022. On (B)(6) 2023, replacement of the gliding surface in the left knee was performed.

Event description:
The patient presented with arthrofibrosis and loosening of a prior left total knee arthroplasty. On (B)(6) 2024, the patient underwent revision total knee arthroplasty of the femur and tibia for instability and failed fixation. Intraoperatively, both the femoral and tibial components were found to be loose with minimal cement adhesion. A large lateral condyle bone cyst and osteoporotic bone were also noted. The femoral component was removed with microchoice instruments and minimal bone loss; the tibial component was similarly loose and easily removed. Excess synovium was excised. The femur and tibia were re-prepared. An intramedullary guide was placed, and trialing confirmed alignment, range of motion, and stability. Final components were implanted using third-generation cement technique. A polyethylene insert was placed, and stability was confirmed with varus/valgus stress and full range of motion testing. Vancomycin powder was applied, the wound was copiously irrigated, and the capsule and skin were closed in layers. A sterile dressing and ace wrap were applied. The patient tolerated the procedure well and was transferred to pacu in stable condition.

Manufacturer narrative:
The adverse event is filed under ais reference no. (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The adverse event is filed under ais reference no. (B)(4). Additional information: d6a implanmt date, b5 - description updated, b7 - patient medical history.

Event description:
An outside law firm reported that a patient experienced complications following a left knee prosthesis that required subsequent medical intervention. According to the operative report dated july 21, 2022, the patient underwent a left total knee arthroplasty (tka) for osteoarthritis. The procedure was performed using cemented knee components (aesculap system) with palacos bone cement. The operative report indicates the patient tolerated the procedure well with no intraoperative complications, and the implants were placed with appropriate alignment and stability. Following the procedure, the patient developed persistent stiffness, pain, and reduced range of motion. On (B)(6), 2022, the patient underwent manipulation under anesthesia, joint aspiration, and femoral nerve injection due to continued stiffness. Symptoms persisted despite intervention. According to a subsequent operative report dated march 27, 2023, the patient underwent a revision procedure with tibial component revision and posterior capsular release due to arthrofibrosis and stiffness. According to a later operative report dated december 23, 2024, the patient underwent a revision left total knee arthroplasty due to aseptic loosening of the femoral and tibial components. Intraoperatively, both components were noted to be grossly loose, with no cement adherent to the implants. The components were removed without significant bone loss. Revision was performed using stemmed femoral and tibial components and bone cement. Final implantation demonstrated stable fixation with appropriate alignment and full range of motion without instability. The patient tolerated the procedure and was transferred to recovery in stable condition with no intraoperative complications reported.